Event description:
(B)(4). It was reported by the dealer that the trex2 custom mechanical wheelchair crossbar weld was broken. There was no injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although (B)(4) different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).